Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was 225 mg/dl. The customer reported they were changing their sensor prior to the critical pump error. Troubleshooting was provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Critical pump error due to out of spec force sensor zero offset .unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.